Event description:
It was reported that the event involved a female patient while in the cardio cath lab. The md attempted to insert the intra-aortic balloon (iab), prepped per the instructions for use. Through the teflon sheath via left femoral artery and was unable to advance to the right position. The md had vacuumed the iab properly inside of the tray, but the iab kinked when it got stuck in the sheath. As a result, the iab and sheath were removed together as one unit. A new kit was opened and the md inserted the iab through the sheath via same insertion site with success. There was no excessive bleeding. There was a 5 minute delay or interruption in therapy noted with no harm to the patient. No medical/surgical intervention was needed. No report of patient death, complications or injury. The patient outcome is no harmful outcome to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.